Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 2.5 x 40mmx146cm coyote es mr balloon catheter was being used for pre dilation. As the physician started to inflate the balloon, it was noted that there was a balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 2.5 x 40mmx146cm coyote es mr balloon catheter was being used for pre dilation. As the physician started to inflate the balloon, it was noted that there was a balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, water emitted from the guidewire exit notch. There was a perforation in the inner shaft adjacent to the distal end of the guidewire exit notch. The perforation of the shaft wall may be consistent with the end of a guidewire during clinical use or preparation for clinical use. Functional testing confirmed a perforation in the inner shaft prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).